Event description:
Supplemental report is being submitted due to the completion of the investigation on 16-jul-2024.

Manufacturer narrative:
Device evaluation: 01 x zso-7-6 zimmon biliary stent of lot number: c1789120 involved in this complaint was returned for evaluation opened, with the original packaging. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on the 13th/october/ 2023. The lab evaluation notes, and lab attendees can be verified in the ¿returned product-notes ¿section. On evaluation of the device, it was noted that the stent and pigtail straightener were returned. Kink observed on the 3rd and 4th porthole of the tapered end pigtail curl. A 0.035-inch wire guide did not pass the kink. Manufacturing records review: prior to distribution all zso-7-6 devices are subjected to visual and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures. A review of the manufacturing records for did not reveal any discrepancies that could have contributed to this complaint issue. The failure mode has not previously occurred with lot: c1789120. Based on the information to date there are no manufacturing issues associated with lot: c1789120. Historical data review: the review of relevant manufacturing records confirms the failure mode has not previously occurred with this work order. Instructions for use /or label review: the instructions for use, (ifu0045) which accompanies this device instructs the user to ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ there is no evidence to suggest the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to user technique as the stent was straightened during preparation for use. It is possible that the user may have caused the kinks noted and observed during the lab evaluation while using the pigtail straightener to straighten the pigtail curl. Confirmation of complaint: the complaint is confirmed based on visual and/or functional inspection. Summary of investigation: failure identified: kinked during use. Confirmed quantity of 01 device prior to use. A definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to user technique as the stent was straightened during preparation for use. It is possible that the user may have caused the kinks noted and observed during the lab evaluation while using the pigtail straightener to straighten the pigtail curl. Complaint is confirmed based on visual and/or functional inspection. According to the information reported, the patient did not experience any adverse effects due to this occurrence. This device did not make patient contact. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The kink was observed near the pigtail before the ercp procedure. Another new zso-7-6 was used and it was successful. Did any section of the device remain inside the patient¿s body? No. Did the patient require any additional procedures due to this occurrence? No. Has the complainant reported any adverse effects on the patient due to this occurrence? No. Has the complainant reported that the product caused or contributed to the adverse effect(s)? No.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.